Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not received for evaluation.